Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the scissors functioned properly and met all current specifications. The root cause could not be determined as engineering was unable replicate your experience. During the manufacturing assembly process, applied medical scissors are functionally inspected 100%. Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Unknown laparoscopic procedure - "rough handle function inhibiting cutting action of the scissor blades. No more details avalaible, no am representative present during lap procedure." Patient status - "ok".